Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. Image evaluation of the subject device was completed. As received, "customer report of degeneration was confirmed through observed host tissue overgrowth on provided photo of implanted valve. One color photo of implanted valve outflow aspect was provided. Valve appeared to have host tissue overgrowth along the outflow stent circumference and encroaching onto one of the leaflets at the inflow aspect. X-ray analysis is required for calcification evaluation. Report of damaged leaflet was also confirmed through image evaluation. One of the valve leaflets appeared to be cut. The observed cut leaflet may contribute to regurgitation. However, regurgitation needs to be confirmed by functional analysis". The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx21mm was explanted from the aortic position after an implant duration of 9 years and 10 months due to degeneration leading to leaflet rupture causing moderate aortic regurgitation. An elite valve model 8300ab21 was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure. As reported the patient had a heavily calcified aortic root.